Event description:
Customer reported that the insulin pump was beeping and returning weak battery or low battery alerts several times over the days leading up to the call. Customer stated that on the day of the call, he changed the battery repeatedly and was never able to get the display to return. Customer stated that there was no physical damage to the insulin pump and it had not been exposed to moisture, only hot weather. Blood glucose level was 106 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).